Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Device requested but not yet received,

Event description:
According to the customer: oxygenator requiring change out for clotting every 5-6 days. The clotting was noticed on the inlet side. During one procedure five oxygenators were affected with the same problem. But only one of the five oxygenators is available for investigation. Oxy with the lot #70121445 will be return to the manufacturer. This oxygenator will handle in (B)(4). For the other four oxygenators a separate complaint was opened. This will be handled under (B)(4). The lot numbers of the four oxgenators are unknown. Incident required exchanges the oxygenators during use. No harm to the patient was reported. (B)(4).